Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer received emergency medical assistance with a high blood glucose of high 400's mg/dl on (B)(6) 2019. The caller reported the customer's blood glucose at the time of admission was in the 300's mg/dl range, the customer would get high and then go to low 80's mg/dl, then high 400's mg/dl. The caller stated they did not remember the details and the blood glucose was different sometimes in the morning. The caller did not mention how the customer was treated or any symptoms. The customer was wearing the insulin pump at the time of the incident. The customer did not use sensors. The caller reported the customer passed away on (B)(6) 2019 due to stomach cancer. The customer was not wearing the insulin pump at the time of death. The customer last wore the insulin pump on (B)(6) 2020. The caller stated the reason for removing the insulin pump was it was not helping control the customer's glucose anymore. The caller reported the customer had contributing factors of lung disease, could not eat certain foods, and was in chemotherapy. The caller declined to return the insulin pump for analysis as they had turned it in to the diabetic trainer.